Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) as the patient suspected his lead was fractured. Review of device data found this right ventricular (rv) lead exhibited noise which resulted in inappropriate stored ventricular tachycardia (vt) episodes. Technical services (ts) discussed that the noise may be due to myopotential since the lead is set to unipolar pacing and sensing. It was noted that the patient is ventricular sensing so there is pacing inhibition. Ts recommended performing a full interrogation and a local field representative was contacted. The patient did not have any symptoms. Further information was requested from the field representative, however. No new information was obtained. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).